Event description:
It was reported that the patient underwent a tlif at l5-s1. During implant of the expandable cage, the surgeon hammered the implant while the distraction rod was still attached to the cage. The implant shattered during impaction. The damaged implant was removed and replaced with another device. There were no patient complications associated with the event.

Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed both of the implants broken into multiple pieces. Microscopic examination of the returned implant identified multiple brittle fracture surfaces with rays emanating from the area of initiation. Fracture surface angulation at the distal tip of the implant suggests overload due attempting to expand the cage beyond the design limits of the implant. The above observations are consistent with overload.